Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the significant drop in the longevity estimator of the implantable pulse generator (ipg) was observed. It was also noted that the battery estimate appears to have recovered on the next device check. Ipg remains in use. No patient complications have been reported as a result of this event.